Event description:
The healthcare provider reported that the patient experienced a shocking sensation. The patient experienced symptoms when ins (implantable neurostimulator ) was off. Patient reporting that he has bladder pain and headaches that aren't different with stim on or off. Regarding any recent medical test or emi (electromagnetic interference) environmental exposure, it was noted: yes. Security gates/theft detectors were noted. Regarding any trauma/falls reported that could be related to this issue, it was noted: no. This was considered a sudden change in therapy/symptoms. Shocking, bladder pain and headaches,return of symptoms - event date: (B)(6) 2016. In speaking with the patient found the following information. On (B)(6) 2016 at (B)(6) airport the patient requested a pat search from airport security as he normally does when flying and has had no previous issues. This time he was led through what he thought was an inactive scanner (the security officer removed a plastic barricade for him to walk through). His stimulator was on. When he walked into the scanner he received a shock through his whole body, which brought him to his knees. He was helped up, recovered the best he could and flew home where he met the doctor at (B)(6) airport. The doctor reported the interstim was functioning normally. Since the incident, the patient is suffering from return of symptoms, residual bladder pain (not present before the incident), an atonic bladder according to the doctor and a constant headache. Patient reports that the pain in his bladder is not different if stimulator is on or off. Patient reports his flight was at approximately 9am and he went through security at the (B)(6) airport at approximately 8am at (B)(6). Patient reports prior to (B)(6) 2016 he was urinating 5x a day and was happy with the results. Since (B)(6) 2016 he is urinating approximately 14-16x a day. He can feel the stimulation but doesn't feel like it is working as it once was. Patient notes that he had a knee replacement in left leg but ins is in on right side and when his stimulation is turned up or he gets pain from it, it is in the right leg/toe. He is currently on medication to "calm the nerve" and has an appointment on (B)(6) with a neurologist. The doctor reports that the ins is functioning according to the meeting he had at (B)(6) airport on (B)(6) 2016 when he met the patient. The doctor mentioned that the patient was provided a contact number while at the airport and will have the patient forward via email. Reviewed with the doctor plan to attempt to retrieve information on the scanner at the airport and any other information we can. Regarding the patient recently receiving a shock when going through an airport scanner, it was noted: the scanner was the new style, arms above model. The device was no longer responding. Additional information received from the patient on (B)(6) 2016 noted: they moved his appointment up to (B)(6) and has the following update. His headache has improved to mild, he has had 2 visits to the chiropractor addressing c1 c2 and t2 t3 and will address t6 t7 tomorrow. He reports he is on gabapentin 300mg 3dx per day but he is taking it 2x per day instead. He is on lasix and flowmax as well. The plan is to give the nerve time to settle down and hopefully he will get similar therapy benefit. He reports he has his interstim on currently and will not be turning it off. He reports he did not meet with a manufacturer's representative. He reports his bladder pain is still present. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.